Event description:
It was reported that an asymptomatic patient was in clinic during follow-up when out of range hv lead impedance was noted. Programming changes were made. The device therapy was turned off. Further actions will be reevaluated with the physician.

Manufacturer narrative:
(B)(4).